Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report excessive no delivery alarms. The customer's blood glucose level was 600 mg/dl. The customer was advised to return the reservoirs back for analysis, and they would be replaced.